Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 25.1 mmol/l. The customer¿s current blood glucose level was 24.6 mmol/l. The customer experienced different blood glucose level of 29.5 mmol/l. The customer was treated with insulin pump and pen. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Customer did allege that the insulin pump was under delivering. The drive support cap appears to be normal. The reservoir will not be returned for analysis.